Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient has experienced a syncopal event. A boston scientific sales representative was paged to the hospital to perform a device interrogation.